Manufacturer narrative:
One 7f, quadripolar, medium curl, xls livewire tc ablation catheter was received for evaluation. Electrodes 1-4 displayed acceptable resistance values; however, a short circuit was detected between electrode 1 and red tc wire. Dissection revealed that the flat wire insulation was torn and the insulation for red tc wire was abraded in the same location, consistent with the short circuit detected and the reported noise. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn insulation and abraded wires remains unknown.

Event description:
This report is to advise of a short circuit that was noted during analysis.